Manufacturer narrative:
Insulin pump received with cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, cracked case display window corner, cracked lcd window, cracked case reservoir tube window corner and stained end cap sticker. The p-cap does not locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that retainer ring was chipped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.